Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not sound for an insulin flow block alarm, as a result the customer's blood glucose was 401 mg/dl at the time of the incident; he also had to treat himself with an injection. Troubleshooting was not performed. The insulin pump will not be returned for analysis.